Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion occurred. Customer changed out all supplies twice in an attempt to resolve the issue, however when when customer tried to fill tubing, no insulin was observed to be exiting the tubing. Customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose.